Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their patient transfer set from the patient line of the homechoice set in the dwell cycle. The homechoice machine started into the drain cycle before the home patient returned and reconnected themself. A system error alarm occurred and the home patient reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.